Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 45 curved-tip stapler instrument or associated sureform 45 stapler reload to perform failure analysis. There were two sureform 45 curved-tip stapler instruments used; however, it remains unclear which stapler instrument was involved with the reported event: a review of the stapler log shows that sureform 45 curved-tip stapler instrument, (lot number: k10250716-0209), was used first. It was installed on the system 7 times and fired 7 stapler reloads (3 white, 1 green, 1 white, 1 blue, 1 white, in that order). On installs 1-6, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 7, the first clamp was incomplete. The next clamp was successful, and the firing was completed with 1-2 pauses for compression. Next, logs show that sureform 45 curved-tip stapler instrument, (lot number: k10250716-0160), was installed on the system 1 time and fired 1 white stapler reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, after firing a sureform 45 curved-tip stapler, a staple embedded in the lung tissue became lodged on the fired unspecified sureform 45 stapler reload, preventing the stapler instrument from being removed. The following information is unknown: the cause of the event, how the tissue was released, whether the patient sustained any injury, and whether any surgical intervention was performed. Additional information has been requested; however, no response has been received.